Event description:
Three pts burned after receiving muscle stimulation in ifc mode. One pt received medical care. The treating physician diagnosed third degree burns.

Manufacturer narrative:
Conclusion: device returned and investigation by manufacturers engineering department. The device functioned properly. Mechanical damage to the accessory lead wires was discovered in the investigation. Clinical text books tech practitioners to check electrotherapy lead wires for wear before each treatment. See scanned page.